Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
(B)(4). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported an unknown issue with an angio-seal device during a procedure. Additional information was received on 23oct2019. The angio-seal was deployed in the right femoral artery, post the angioplasty procedure. After deployment the physician was unable to insert or remove the device from the right femoral artery. A vascular surgeon was called to assess and remove the angio-seal device. The angio-seal device was able to be removed successfully via the surgical intervention. The patient was in stable condition.